Event description:
Report received indicated that after application of the dressing on the sacrum or on the heel following a pressure ulcer, stage 1, it roller; and where the dressing disappeared is the location of the redness. Reported discomfort in the pt. Pt outcome was not reported.

Manufacturer narrative:
A review of the packaging and manufacturing batch records was performed. Process settings were monitored as per procedures and processing instructions were followed. In process sampling and testing of intermediate sub-assemblies and the finished product was performed and documented where appropriate. Components were approved for use.